Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) concomitant medical product: regenerex series-a patella, catalog #: 141358, lot #: 006220. Vanguard tibial bearing, catalog #: ep-183542, lot #: 755030. Regenerex tibial tray, catalog #: 141274, lot #: 619090. Vanguard femoral component, catalog #: 183048, lot #: 374740. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06094, 0001825034-2017-06097, 0001825034-2017-06096, 0001825034-2017-06095.

Event description:
It was reported the patient underwent a right knee arthroplasty, subsequently patient is experiencing pain when climbing stairs, pain from sitting to standing and minor instability. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequence were reported.